Event description:
Event description guidant receiced information that this transvenous defibrillation lead was removed from service due to high impedance readings >3000 ohms. A new lead was implanted.